Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. Device code a150207 captures the reportable event of stent difficult to remove. Impact code f1901 captures the reportable event of additional surgery. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure.

Event description:
It was reported that a percuflex plus ureteral stent was implanted in a patient on (B)(6) 2025. Following the procedure, on (B)(6) 2025, a planned stent removal procedure was performed. It was noticed that the stent migrated from the bladder up to the left kidney, resulting to difficulty in removing the stent. The procedure was rescheduled and had the stent removed at a later date. There were no other patient complications reported.